Event description:
Boston scientific received information that the patient stated that she has experienced irregular heart beats, lack of energy and loss of consciousness since her device check six weeks earlier. The patient noted that prior to the device check she had not experienced any of these issues. She also expressed concern over programming changes made at the appointment possibly contributing to her symptoms. The patient commented that she had been seen recently where the device was reprogrammed back to its original settings. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No additional adverse patient effects were reported.

Event description:
Additional information was received from the field representative that a boston scientific field representative was not present at either of the device interrogations. By contacting the clinic, the field representative found that at the patient's first appointment, the device's sensor was reprogrammed as the patient was complaining of lack of energy and weakness. At the follow-up appointment, this sensor was programmed back to its original setting. The reason for the patient's syncope was unknown. It was noted that review of the histograms did not reveal any significant findings. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted over three years later for normal battery depletion and analysis.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.